Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A healthcare professional reported an area of incomplete flap adherence during a lasik procedure for the right eye. Reporter indicated a blade was used to complete the cut and the excimer treatment was performed with no issues. No patient harm reported.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Review of the logfile for the day of treatment shows four successfully performed procedures. The reported treatment was the first one of the day and shows no issue during the treatment, and no technical issue can be identified. The user did not renew the energy check during the rest of the day so the reported treatment and also all other treatments are out of the recommended time range to the last energy check. But the energy stays stable during the day and shows no abnormalities. So no technical problem with the system can be identified by reviewing the logfile. Patient data review shows a possible relatively small uncut spots, oriented as a line from center to periphery ending at 2:30 clock position. Possible contributing might have been caused by a pre-existing corneal pathology; dry surface of the cornea while docking; or movement of the cone after docking. No technical root cause was identified. Most possible root cause is customer handling. (B)(4).